Event description:
It was reported that the motor and console were on a circuit in which the heater and cooler may have had caused an electrical shortage with a burning smell. The console and motor were exchanged as a precaution.

Manufacturer narrative:
Section a - no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a burning smell was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and was found to perform as intended. A log file was extracted from the returned console (evaluated separately), and no atypical events or alarms were observed. The serviced and tested motor was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. However, the use of a shared circuit / power strip could have contributed to the cause of the event, which has been addressed via the console¿s investigation. Available labeling instructs users to never connect centrimag consoles to a shared circuit / power strip and to only connect consoles to an ac wall outlet. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 6.3.2 ¿operational and storage conditions¿ provides the acceptable environmental conditions for the console¿s operation and storage. The 2nd generation centrimag system operating manual, section 7.5 ¿powering up the console¿ instructs users to never connect the centrimag console to a power strip or socket extensions. Users are instructed to only connect the console to an ac wall outlet. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.